Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of consciousness. Patient reported being at a regular doctor appointment when he passed out while in a wheelchair. Patient was taken to hospital. It is not known who transported the patient. The patient reported that the continuous glucose monitor (cgm) g5 mobile application stopped reading while in the hospital. Patient reported that doctors ran an electrocardiogram (EKG). It is not known where the electrocardiogram was administered. Patient reports that the doctors don't know why he passed out, but patient believes it had to do with his high blood pressure. Patient was released from hospital on (B)(6) 2016. There was no alleged device malfunction. At the time of contact, patient is fine. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.